Event description:
It was reported that during a surgery the device failed. Allegedly another device was used in the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.